Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a routine follow up, it was noted that the right ventricular lead exhibited noise which resulted in an auto mode switch episode. The device was reprogrammed. There were no adverse consequences and the patient would continue to be monitored.